Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer changed the battery, but the issue persisted. The customer's blood glucose was 109 mg/dl. Troubleshooting was done. The customer stated that the insulin pump might have been exposed to moisture when it was inside her bra. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. No moisture damage was noted to the electronic assembly during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.